Event description:
It was reported the patient was having problems with their stimulator. The patient saw a healthcare provider (hcp) on 2013-(B)(6) and ¿right now the patient cannot cath with it on or with it off.¿ it was stated the small of the back to the back of the knees felt ¿like someone beat the patient with a baseball bat.¿ it was noted x-rays were taken the day prior to report and planned to get a cat scan, ¿but they couldn¿t go in and see if the patient had bladder cancer until 2013-(B)(6).¿ reportedly, in (B)(6) 2013 the patient was ¿pushed down by a dog who jumped on her and on 2013-(B)(6) and the patient had vaginal cancer surgery, class 3, where they had to rebuild vagina and bottom.¿ it was also stated the patient had been turning stimulation on at night and was told to turn it off during the day because it was so painful. The patient stated she will ¿just suffer through the weekend.¿ it was also noted the patient had lupus and other health issues.

Manufacturer narrative:
Concomitant: product ID 3093-33, lot# va0364u, implanted: 2012-(B)(6), product type lead. (B)(4).